Event description:
Pt reported that they were having some issues with their abbott scs and that something said that the controller wasn't compatible with their abbott scs device that was implanted in 2024 and their iphone 17. Pt clarified and said that they were calling medtronic by mistake and that they should be calling abbott since their issue was not with the medtronic device and their issue was with their abbott scs device. Agent provided the pt with abbott's phone number. Agent then transferred pt to abbott. Since the call was regarding a competitor's product, agent did not ask for any further information. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".